Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl, and the passed out. The customer was experiencing unexplained low glucose for few hours. Further testing could not be performed due to the button error alarm. Recommended to contact her doctor for a back up plan and settings. The customer stated that he was not pressing the buttons down for more than three minutes. Advised the customer to revert to back up plan until the replacement of the insulin arrives. No further info was provided.